Event description:
During an unknown procedure, the device did not fire correctly. The staple line was incomplete. The device was reloaded and the case was completed. There was no patient consequence.